Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Facility reported that right after the pt was put onto dialysis machine, it alarmed. Nurse checked the dialyzer, visible leak inside the dialyzer. Pt lost 200cc of blood. No injury or ill effects were reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. The batch record review confirmed the labeling, and process controls were within specification.